Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. Our field service engineer has investigated the reported ventilator on site. The pressure transducer printed circuit board (pcb) has been replaced to resolve the issue, and sent back for investigation. No logs were provided for further analysis. The readout from eeprom data of received pressure sensor shows no error. During our investigation, a pre-use check has been performed, and it failed with internal leakage tests. During the ventilation it alarmed for paw high, peep low, expiratory minute volume low, respiratory rate high, high continuous pressure and checking tubing. The zero pressure voltage has been measured, and it showed a major deviation inside the sensor. Trace of liquid substance on back side of investigated part was noticed during visual inspection. The sensor type was smi. A microscope inspection shows no significant particle on sensor membrane. No further inspection is needed as ingress of liquid substances can lead to short-circuit and/or corrosion of the affected components and may lead to ventilator malfunction. A previous investigation on similar problem concluded that the liquid contamination had the same substances that is used in cleaning agents. Excessive use of cleaning detergents may lead to the reported issue.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).